Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that his son was hospitalized due to diabetic ketoacidosis. The customer¿s blood glucose was unknown. The customer was treated with manual injection. Customer was not on the insulin pump during this time was using shots for the past 3 months. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had a incorrect information related to insulin pump usage. The correct information has been provided with this report.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and customer was using manual injection for past three months and customer was not using insulin pump. So, customer was off insulin pump greater than 48 hours.